Manufacturer narrative:
(B)(4).

Event description:
It was reported that increased atrial capture threshold, high out of range pacing lead impedance and oversensing of noise leading to inappropriate ams episodes were observed. The pocket was opened and the loose atrial set screw was tightened. All measurements returned to normal. Patient¿s condition was normal and monitoring will continue.